Event description:
The customer reported that the system would intermittently lose functionality and perform an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The bulkhead jack mount was evaluated and tightened. Associated cables were also inspected. The system was tested and found to be working as intended and put back into service.